Manufacturer narrative:
Date of event: (B)(6) 2021. 02mar2021 .

Event description:
The bio-med called into technical support (ts) reporting that the device has alarm led failure. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. The bio-med evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. The rse provided the part ID for the power switch overlay. The bio-med was calling a v60 trained co-worker to complete the repair. Investigation is ongoing.

Manufacturer narrative:
G4:28apr2021. B4:28apr2021. Information was received indicating that the failure was observed upon powering on the device prior to patient use. There was no patient involvement and no delay to patient therapy reported. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:20mar2021. B4:02apr2021. The device was being powered on while in use on a patient when this issue occurred. No user harm was reported. The customer evaluated the device with the remote service engineer (rse) assistance and confirmed the reported problem. It was noted that either the led is on and the voltage signal from the power management controller is less than 1.0 v or greater than 2.5 v. The bio-med customer was provided with the part ID for the power switch overlay. The bio-med had a v60 trained co-worker to complete the repair. Multiple attempts have been made to try to obtain a resolution of repair with no response received from the customer. This file is closed, and if additional information is received, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.